Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient received 2 shocks due to noise and t wave oversensing along with large t wave amplitude compared to r waves. The shocks successfully converted the rhythm. Technical services (ts) discussed this was physician discretion to monitor or to try programming optimization. This s-ICD remains in service. No adverse patient effects were reported.